Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt ECG acquisition and pulse delivery cirucitry was tested and found to be fully functional. There is no indication of a product malfunction that caused or contributed to the irritation.

Event description:
A us distributor reported that the patient had removed the lifevest per her doctor as it caused a 3rd degree burn on her back under the back therapy electrode pads. It was reported by the patient that she only recounts a few instances where the lifevest felt hot. The patient was given a prescription from her physician for silvadene. After removing the lifevest and using the silvadene the irritation had improved.